Manufacturer narrative:
Concomitant medical products: 419488 lead, implanted (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a near syncopal episode. The right ventricular (rv) lead exhibited high/unstable thresholds. The left ventricular (lv) lead exhibited high thresholds. Both leads were reprogrammed. Two days later the patient presented to the emergency department with an escape rate of thirty beats per minute. The right ventricular (rv) lead was not capturing. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.